Event description:
The customer alleged that a single patient tile froze on the screen. Clicking on the tile did nothing but when clicking on the other patient tiles, the system worked as expected. Customer ended up rebooting the acuity system (power button) to resolve the issue. This resulted in a temporary inability to centrally monitor this patient, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn is reporting in an abundance of caution while we investigate this event. The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.